Event description:
Spontaneous, (B)(6) to confirm dosing for premix IV treprostinil patient. Per (B)(6), patient reported to the hospital due to a problem with her hickmann line and that it might need to be replaced. No other information provided. Reported to (B)(6) by health professional.